Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The noticed that it was slow booting up. There were about 150 exams on the system. The site asked to collect exams and the system should be observed. No hardware parts were replaced.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was a boot up issue. The system doesn't boot up properly. The next step was to troubleshoot the issue. No patient was present at the time of the event. Additional information was received stating that the system boots up, but sometimes the manufacturer representative (rep) has noticed it works slow and booting up takes 5-10 minutes. The rep thinks that they probably turned down the system before it turned on properly. The site did not perform troubleshooting at the time of the event. They turned off the system and stopped using it until the rep went to the site.